Event description:
The customer reported leakage from the channel of the subject device and the angulation knob felt loose. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. The report of leakage was confirmed due to damage on the channel. In addition, suction volume did not meet the standard value due to damage on the suction channel, water removal ability did not meet the standard value due to clogging of the nozzle, angulation in the up direction did not meet the standard due to deformation of the bending tube, the adhesive on the bending section cover was detached, there was a cut in the bending section cover due to handling, the coating on the connecting tube was peeling due to chemical stress, the scope identification was not displayed due to the data not being stored, the universal cord was wrinkled due to the resin area becoming detached, the distal end cover was scratched due to handling, the light guide cover glass was scratched due to physical stress, the electrical connector was deformed due to physical stress, the scope connector cover and electrical connector were corroded because of chemical stress, all switches did not work due to corrosion on the switch box, the control unit and scope connector cover were dirty due to insufficient cleaning, the forceps channel port was scratched due to physical stress, there was noise and roughness in the image due to damage on the charge coupled device unit, the automatic brightness adjustment did not work due to corrosion on the electrical connector, and the control unit and scope connector cover were corroded due to water leakage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.